Manufacturer narrative:
(B)(4). Batch # m9394h. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Upon visual inspection to the device, the blade tip was firmly attached and not broken off as was reported by the costumer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: just for clarification, did the titanium blade tip break off? Did the retrieval of tip alter the procedure? If yes, please explain. Is the blade tip returning with the device or was it disposed of?

Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure the tip broke off in to the patient. The broken tip was retrieved but it was unknown how. Procedure was completed with another device of the same product code. There were no patient consequences reported,